Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical generator had an error code e433. The issue was found during routine maintenance and there were no reports of patient involvement.

Event description:
It was reported that the electrosurgical generator had an error code e433. The issue was found during routine maintenance and there were no reports of patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.